Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04872. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Insufficient information provided. Unable to perform a compatibility check. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a surgeon approximately 6 months post op, the patient was experiencing acute osteolysis. No clinical signs or symptoms were provided. Attempts have been made and no further information has been provided.